Event description:
Discordant high sodium (na+) results were obtained with one (1) patient sample on an advia 1800 chemistry analyzer. The sample was run in duplicate on advia 1800 analyzer. The sample was then retested on the laboratory's other analyzer. The customer considered the sodium results from the advia 1800 to be discordant with the results from the other analyzer. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics technical solutions center (tsc) regarding this event. The customer declined having a siemens field service engineer (fse) dispatched to the site. The customer replaced the electrode. The customer ran qc and the results were within range the customer reviewed all samples from the night the event occurred. No other samples showed this issue. The cause of the discordant sodium results is unknown, and no conclusions can be drawn as to what caused the discordant sodium results. The instrument is performing according to specifications. No further evaluation of the system is required.